Manufacturer narrative:
The lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). Furthermore, a device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio2 meter displayed multiple inaccurately high blood glucose results compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the meter was reading inaccurately at 8:00am on (B)(6) 2016, when the patient obtained alleged inaccurately high blood glucose results compared to other meters, performed within 30 minutes of each other. The comparisons provided by the reporter were: 260 mg/dl on the subject meter v 108 mg/dl on a onetouch verioflex meter, 277 mg/dl on the subject meter v 124 mg/dl on a onetouch verio2 meter, and 269 mg/dl on the subject meter v 112 mg/dl on a true results meter. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' accuracy criteria. The patient manages his diabetes with oral medication, diet and/or exercise. The reporter claimed that following a doctor's office visit on (B)(6) 2016, the patient increased his metformin medication from 500 mg twice per day to 1000mg twice per day between (B)(6) and the date of the call to lfs. The reporter denied that the patient had developed any symptoms as a result of the alleged issue and no further treatment or medical intervention was specified. The reporter also denied that any other device had been used to test the patient's blood glucose levels. During troubleshooting, it was established that the patient's test strips had been stored correctly, the test strip vial was not cracked or broken and the meter was set to the correct unit of measure. The reporter described the correct testing steps and confirmed that the patient had used an approved sample site to obtain the blood samples. The cca walked the reporter through a control solution retest and the result fell outside the range expected. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This supplemental is being sent to correct information that was previously submitted within follow up #2. The alert date should have stated (B)(6) 2016. The MFR narrative should have read: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.